Event description:
The customer reported to olympus, the visera elite ii video system center presented an e227 error, where the monitor was flickering. The customer tried wiping the connector pins, and that resolved the problem sometimes, but the next day the problem has returned. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation showed no error codes displayed; however, dried traces of liquid were found inside the instrument near the ventilation holes of the cover. Additional findings included the front panel screen was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.